Event description:
This lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2014. This was noted on (B)(6) 2014 due to conductor coil fracture. Physician and healthcare facility is unknown in hungary. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).